Event description:
A customer contacted beckman coulter inc. (Bci) regarding an incorrect glucose (glum) result generated by the synchron lx20 pro instrument. A pt sample was tested for glu and a result of 500 mg/dl was obtained. The customer had the instrument critical rerun feature enabled which triggered a critical rerun for this pt. The rerun result was 115mg/dl. The original sample was tested on a different instrument in the customer's lab for glu and a result of 518 mg/dl was obtained. The result of 500mg/dl was reported out of the lab. Treatment was not initiated or withheld because the incorrect result of 115mg/dl was not reported.

Manufacturer narrative:
Qc was acceptable before and after the event. The sample was a serum type. No other chemistries for this pt were rerun or questioned. Bci requested printouts from the instrument; however, printouts were not received. Customer replaced glu electrode on the instrument prior to calling to bci. Hotline asked customer to replace glu module stir bar. Customer called back later and requested a service call. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced glu stirrer motor. Per fse, the customer did not see any glu sample error codes during this event. Motor has not been returned to bci yet for eval, but has been requested and confirmed being sent. Pt treatment was not affected in this event. However, on recur, treatment may be withheld based on the false low glu result obtained. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.